Manufacturer narrative:
Information anticipated, but unavailable at this time. Additional information: the device began feeding slowly after the fourth firing. They did not torque the device, the surgeon fired the clips, no noise was reported. They were on the cystic duct.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the first firing of clip number one the applier double fed two clips. One fell into the patient and one clip did not fully close on the duct. The clip that did not fully close was pulled off as well. The third clip did not automatically feed into the jaws at that point either. Case completed with another device of a different product code. There were no patient consequences reported.